Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the monitor not turning on was traced to a defective electronic circuit board (g1). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the high definition liquid crystal display (lcd) monitor exhibited the monitor not turning on. There was no patient involvement.